Manufacturer narrative:
Follow-up # 1 date of submission 5/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 4/19/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint about an ¿inaccurate delivery¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient's blood glucose (bg) had read 'high' on the meter; symptoms of vomiting, nausea, headache, and thirst were reported. There was no allegation of pump malfunction. Troubleshooting with customer support found no potential inaccurate delivery issues. Bolus histories were as expected. Basal history was discrepant due to the patient having suspended the pump. The patient attributed the bg excursion to a change in stress level. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.